Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated on (B)(6) 2022 the became unresponsive. The paramedics were called and the patient was taken to the emergency room. The cgm was displaying 127 mg/dl and the bg was 35 mg/dl. The patient's daughter who reported the event did not know what treatment was provided to the patient. At the time of the report the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction to the following statement in b5, "the patient stated on (B)(6)2022 the became unresponsive. The paramedics were called and the patient was taken to the emergency room. The cgm was displaying 127 mg/dl and the bg was 35 mg/dl. The patient's daughter who repored the event did not know what treatment was provided to the patient."

Event description:
The patient stated they lost consciousness on (B)(6)2022. The cgm was displaying 127 mg/dl and when the patient's daughter checked the bg it was 35 mg/dl. The paramedics were called and the patient was taken to the emergency room. The patient's daughter did not know what treatment was provided to the patient.